Manufacturer narrative:
(B)(4). Pen needles impacted from lot # 3335110. See section c for additional information.

Event description:
Information from ae regulatory system: at 8:15 am on (B)(6), the patient came to the hospital to get insulin and needles for diabetes. The patient stated that there were always 2 or 3 clogged needles in each box, resulting in the medicine was unable to be injected, insulin wasted, and needle needed to be changed again for injection. Ae report no.(B)(4). Call center didn't contact with customer successfully, any updates will be sent by email. Material code in system: (B)(4). Sample availability: unknown. Sample availability details: unknown.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections h6 (type of investigation, investigation findings, & investigation conclusions) and h10 (related report numbers). Investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.